Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00636: targeting guide locking bolt.

Event description:
While implanting an aculoc 2 vdr plate, the targeting guide locking bolt broke and a piece remains implanted.